Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient was having pain at the site of the pocket. The caller stated they ran impedances and stated that nothing was out of normal range. The patient thought the electricity was leaking. One possible cause was surgical nerve pain. The caller was unsure how they were going to treat the patient, they mentioned to the patient that they could possibly have the ins off for a period of time and assess the pain but the patient was unwilling to do that. No further complications were reported as a result of this event.